Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine infection ('infection:uterine') and device dislocation ('malposition, unknown') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Current weight: 194 lbs. Concomitant products included meloxicam since 2015. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pain (pelvic pain)"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), arthralgia ("joint aches"), gingival pain ("dental problems: sensitive gums"), hyperaesthesia teeth ("sensitive teeth") and migraine ("migraines/headaches"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia), menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2015, the patient experienced uterine infection (seriousness criteria medically significant and intervention required), urinary tract infection ("infection ¿ urinary tract, bladder/urinary problems : uti") and fungal infection ("yeast"). In (B)(6) 2015, the patient experienced acne ("allergic or hypersensitivity reaction ¿ acne"), urticaria ("hives"), dysgeusia ("metallic taste in mouth") and rash ("rashes, rash/skin condition"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), vulvovaginal discomfort ("vaginal irritation") and abdominal distension ("bloating"). Essure treatment was not changed. At the time of the report, the uterine infection, device dislocation, pelvic pain, abdominal pain, dyspareunia, vaginal haemorrhage, dysmenorrhoea, arthralgia, menorrhagia, acne, urticaria, dysgeusia, rash, gingival pain, hyperaesthesia teeth, urinary tract infection, fungal infection, migraine, weight increased, vaginal discharge, gastrointestinal disorder, vulvovaginal discomfort and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, arthralgia, back pain, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fungal infection, gastrointestinal disorder, gingival pain, hyperaesthesia teeth, menorrhagia, migraine, pelvic pain, rash, urinary tract infection, urticaria, uterine infection, vaginal discharge, vaginal haemorrhage, vulvovaginal discomfort and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion.; on (B)(6) 2014: result- malposition, unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received new event added vaginal discharge. And lab test date updated. 3rd and 4th follow up together. On 12-sep-2019: pfs received reporter information was added. New event added gi conditions, vaginal irritation, malposition, bloating. Lab test was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine infection ('infection:uterine') and device dislocation ('malposition, unknown') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Current weight: 194 lbs. Concomitant products included meloxicam since 2015. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pain (pelvic pain)"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), arthralgia ("joint aches"), gingival pain ("dental problems: sensitive gums"), hyperaesthesia teeth ("sensitive teeth") and migraine ("migraines/headaches"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia), menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2015, the patient experienced uterine infection (seriousness criteria medically significant and intervention required), urinary tract infection ("infection ¿ urinary tract, bladder/urinary problems : uti") and fungal infection ("yeast"). In (B)(6) 2015, the patient experienced acne ("allergic or hypersensitivity reaction ¿ acne"), urticaria ("hives"), dysgeusia ("metallic taste in mouth") and rash ("rashes, rash/skin condition"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), vulvovaginal discomfort ("vaginal irritation") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). Essure treatment was not changed. At the time of the report, the uterine infection, device dislocation, pelvic pain, abdominal pain, dyspareunia, vaginal haemorrhage, dysmenorrhoea, arthralgia, menorrhagia, acne, urticaria, dysgeusia, rash, gingival pain, hyperaesthesia teeth, urinary tract infection, fungal infection, migraine, weight increased, vaginal discharge, gastrointestinal disorder, vulvovaginal discomfort and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, arthralgia, back pain, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fungal infection, gastrointestinal disorder, gingival pain, hyperaesthesia teeth, menorrhagia, migraine, pelvic pain, rash, urinary tract infection, urticaria, uterine infection, vaginal discharge, vaginal haemorrhage, vulvovaginal discomfort and weight increased to be related to essure. The reporter commented: approximately 5 coils were left visible. Discrepancy noted for date of insertion: (B)(6) 2014 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: result- malposition, unknown; on (B)(6) 2014: total bilateral occlusion.; on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: (B)(4) was found to be duplicate of this case, all information from (B)(4) was transferred to this case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine infection ('infection: uterine') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Current weight: (B)(6). Concomitant products included meloxicam since 2015. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pain (pelvic pain)"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), arthralgia ("joint aches"), gingival pain ("dental problems: sensitive gums"), hyperaesthesia teeth ("sensitive teeth") and migraine ("migraines/headaches"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced uterine infection (seriousness criteria medically significant and intervention required), urinary tract infection ("infection ¿ urinary tract") and fungal infection ("yeast"). In (B)(6) 2015, the patient experienced acne ("allergic or hypersensitivity reaction ¿ acne"), urticaria ("hives"), dysgeusia ("metallic taste in mouth") and rash ("rashes"). Essure treatment was not changed. At the time of the report, the uterine infection, pelvic pain, abdominal pain, dyspareunia, vaginal haemorrhage, dysmenorrhoea, arthralgia, menorrhagia, acne, urticaria, dysgeusia, rash, gingival pain, hyperaesthesia teeth, urinary tract infection, fungal infection, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, acne, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fungal infection, gingival pain, hyperaesthesia teeth, menorrhagia, migraine, pelvic pain, rash, urinary tract infection, urticaria, uterine infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2019: reporter and patient demographics, medical history, concomitant drug, laboratory data were added. Updated suspect drug indication. Injury events was replaced with abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction ¿ acne, hives, metallic taste in mouth, rashes, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), infection ¿ urinary tract, uterine, yeast, migraines/headaches, weight gain / loss specify which one: weight gain, pelvic pain, back pain, joint aches, abdominal pain. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.